Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited what appeared to be electromagnetic interference. The right atrial (ra) lead exhibited oversensing on stored atrial tachycardia (at)/atrial fibrillation (af) episodes. The device and lead remain in use. No patient complications have been reported as a result of this event.